Manufacturer narrative:
Philips service performed calibration and scheduled follow-up work. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the c-arm movement was intermittent due to a motor assembly error on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.